Event description:
It was reported that they had received this notification and the instruction given to correct the issue utilizing forceps seemed to break the plastic plug, the clinical team believed the first step should be to try to remove the plug with sterile gloves first. Per follow up information received via phone on 07may2025, the nurse reported that the facility received a device correction urgent report from bd which stated to use forceps to remove the plugs from the device. A device was pulled from storage, and they attempted to remove the plug with forceps, but it broke. They put on sterile gloves and were able to remove the plugs by hand. They confirmed there was no patient involvement. They additionally stated that they did not know material # and lot #. Per follow up information received via email on 08may2025, the nurse confirmed that smooth forceps were used to remove the plug. The forceps were gently applied to the plug and gently pulled. The plug broke into multiple small pieces from the tip or opening of the plug.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had received this notification and the instruction given to correct the issue utilizing forceps seemed to break the plastic plug, the clinical team believed the first step should be to try to remove the plug with sterile gloves first. Per follow up information received via phone on 07may2025, the nurse reported that the facility received a device correction urgent report from bd which stated to use forceps to remove the plugs from the device. A device was pulled from storage, and they attempted to remove the plug with forceps, but it broke. They put on sterile gloves and were able to remove the plugs by hand. They confirmed there was no patient involvement. They additionally stated that they did not know material # and lot #. Per follow up information received via email on 08may2025, the nurse confirmed that smooth forceps were used to remove the plug. The forceps were gently applied to the plug and gently pulled. The plug broke into multiple small pieces from the tip or opening of the plug.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.